Manufacturer narrative:
The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided by the site, and the following was observed: the second valve was positioned too high. The issue was attributed to the inflator being disconnected from the three-way stopcock, which prevented full inflation. This was not visible in the available imaging sequence. The malposition caused a central valvular leak, though the severity could not be confirmed. The reported event for malposition and central regurgitation was confirmed based on evaluation of the provided imagery. A review of the device history record did not indicate any manufacturing nonconformances that could have contributed to the event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the valve leaflets and cause central aortic insufficiency. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (tvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant landing zone calcification, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. The IFU cautions that incorrect sizing of the valve may lead to paravalvular leak, migration, or embolization. In this case, the inflation device disconnected from the non-edwards stopcock preventing the full valve deployment and leading to a loss of pressure of the closed system. It is possible that during reconnection maneuvers of the inflation device, the valve may have moved/shifted due to the pressure loss at the balloon location, which may have caused or contributed to the valve malposition (too high) after full inflation. In this case, the valve was deployed too high (mispositioned), which could reduce the blood flow back pressure, and lead to improper leaflets coaptation resulting in central regurgitation. As such, available information suggests that procedural factors (inflation device disconnection) may have caused or contributed to the reported valve malposition; while procedural factors (thv malposition) may have caused or contributed to the reported central regurgitation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards costa rica affiliate, during a transfemoral tavr procedure with a 26 mm sapien 3 ultra resilia transcatheter heart valve, while deploying the valve, the commander delivery system balloon appeared to lack contrast medium which impaired visualization and orientation, resulting in the valve being implanted too low causing severe paravalvular leak. A second valve was then placed; however, during deployment, the inflator disconnected from the three-way stopcock, preventing full inflation. The issue was corrected by screwing the deflator again, but as the valve was inflated, it was positioned too high, and severe central valvular leak was observed. Consequently, a third valve, size 23 mm, was implanted, achieving correct positioning with optimal results. The physician reported that the first two valves remained open. The patient was discharged in stable condition.